Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was not working properly was confirmed. During pre-repair assessment, it was found that there was a hole in the hose, and the device ran in safety mode. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was not working correctly. During in-house engineering evaluation it was determined that the device had a hole in the hose and would run in safety mode (powerbroken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.